Event description:
It was reported that a defective cassette causing alarms after one day use, causing alarms on other pumps too. Troubleshooting with rn had already been done. No further details provided.